Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
Additional information received; while trying to lift the flap with forceps initially the flap tore a little. Treatment was postponed and the flap was placed back down along with a bandage contact lens.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported an incomplete flap between the seven and eight clock hour during corneal flap creation. The untreated area was about one millimeter and the rest of the flap was lifted without any issues. The refractive ablation was not performed and the patient will return for photorefractive keratectomy (prk). Additional information received; the patient is doing well postoperatively and will return for prk in one month.